Event description:
Complainant alleged that during biomed testing the testing equipment measured no output for the device's defib output. Complainant indicated that there was no patient involvement in the reported malfunction.